Manufacturer narrative:
This report is being submitted to relay corrected information. Upon reassessment, it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head, unknown liner, unknown stem. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10430, 0001825034 - 2017 - 10431, 0001825034 - 2017 - 10433.

Event description:
It was reported that the patient has been indicated for revision approximately 26 years post-implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.